Event description:
Patient had a right-sided subpectoral implanted for approximately one year when it demonstrated dysfunction of the recalled fidelis lead. This lead would not pace even at high outputs. The patient had a previous lead extraction on the left side related to a lead fracture. The lead on the right side similarly situated had been placed because of an inability to cannulate the right subclavian vein at the time of the implant. Under constant fluoroscopic guidance, using constant gentle traction and some rotational torsion, both leads were removed. We removed theatrial lead in order to avoid the continued presence of a lead traversing over bone (as well as being recalled). Examination of the fidelis lead showed no overt fractures to visualization. It is unclear whether the fracture and dysfunction of the lead was related to inherent problems of the lead itself, or whether this was caused by its traversing bone prominence in the form of the right clavicle.